Event description:
It was reported that upon insertion of the mis cannulated x-tab screw into the left s1 pedicle, the ¿tulip¿ of the screw became separated from the bone screw/shank. The tulip and concomitant device screw extension remained on the xtab screw inserter and the bone screw/shank remained halfway inserted in the patient. It took the surgeon 30 minutes to remove the inserted bone screw/shank because this was a percutaneous case. Eventually, the screw was removed and the surgery was completed.

Manufacturer narrative:
Examination of the returned mis cannulated x-tab screw found the tulip head and saddle component have separated from the screw shank. The tulip head and saddle are intact. Base on observed damage on the base of the tulip head, it is believed that the screw shank was pulled through the base of the tulip head. It is likely that the screw tulip head was subjected to a higher than anticipated load resulting in the screw shank becoming dislodged. Review of the device history record found no discrepancies. This product was released accomplishing all quality requirements. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause cannot be determined from the sample and the information provided. A potential root cause is the tulip head being subjected to a higher than anticipated load resulting in the cap coming out of its intended location. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.